Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing pump stops while on the patient cable but not on batteries. A short to shield (sts) was suspected. The patient's lactate dehydrogenase (ldh) was 345 and their international normalized ratio (inr) was therapeutic. A ramp echocardiogram was being considered. Log file review captured speed drops below the low speed limit in addition to pump stops on (B)(6) 2022. This continued intermittently throughout the remainder of the log file. The power module was in use during these events. It was also noted that power was elevated during a number of these events. Additional information was received on (B)(6) 2022 that analysis concluded that there was a driveline sts. Fluoroscopy of the driveline did not show any conclusive evidence of damage. The patient was sent home on an ungrounded cable and it was planned to continue monitoring regularly for any changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the report of low speed and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history, this abnormal pump operation appeared to be consistent with potential driveline wire compromise. The system controller log file contained data from 17mar2022 through 23mar2022. Intermittent low speed events were captured throughout the log file, which resulted in pump stop events on 18mar2022 and 23mar2022. These events occurred while the patient was connected to the power module. No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and no further events have been reported at this time. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for vad-20740 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28may2028. No further information was provided. The manufacturer is closing the file on this event.